Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the cables were broken at the snake wrist. The wrist motion was limited. Failure analysis also observed damage to the main tube insulation that exhibited damage along the distal end approximately 4 from the base of the snake wrist extending downward to the main tube. The insulation was found with deep scratches and gouge marks within the area. Material was missing. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure the needle driver instrument was noted to have a broken wire sticking out. No patient harm, adverse outcome or injury was reported.